Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ crease fold observed in the device. ¿ white calcification observed in the surface of the shell. ¿ observed a broken sharp in the plug strap assessed as unidentified (tear) opening and a punctured opening assessed as to surgical damage like. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported "capsular contracture baker grade iii/IV" against right device. The device has been explanted and replaced.

Event description:
Healthcare professional reported "capsular contracture baker grade iii/IV" against right device. The device has been explanted and replaced.

Manufacturer narrative:
Initial reporter additional email: (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/ IV.